Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) repeatedly displayed ¿restart ilet alert 32,¿ identified as a delivery motor communication error, requiring the user to restart the pump for several hours until a replacement was arranged and shipped, with return logistics coordinated. Symptoms included no reported adverse glycemic effects. Outcomes included device replacement and instructions to continue dexcom use, synchronize data, shut down the device prior to return, and complete a new start-up on the replacement. Investigation included a review of device error history and return logistics coordination. Investigation of the returned device revealed a malfunction consistent with a motor processor communication fault, corresponding to a delivery motor communication issue.